Event description:
It was reported that the 2.5x12 mm trek balloon was prepped in the normal fashion per the instructions for use. After placement of the balloon at the lesion site, located in the moderately calcified left circumflex, with no noticeable resistance felt during advancement, the balloon would not inflate and blood was observed leaking back into the inflation lumen. A new nc trek was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.